Event description:
It was reported that during a meniscus suture surgery, before reaching the joint cavity, the t1 of a fast fix came out and couldn't be reinserted. The procedure was completed with a sn equivalent device. It is unknown if there was surgical delay. No further complications were reported

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated.